Event description:
It was reported that there was an incident of extravasation during infusion of a fluid bolus of isolyte. The isolyte was intended to infuse at a rate of 999ml/hour with a total volume to be infused of 1000ml. After approximately 30 minutes, the device alarmed for a patient side occlusion. The clinician observed that the fluid had infiltrated into the patient's forearm. The clinician noted the patient skin was tight and blanched and the hand showed purple coloration. The clinician applied a compression bandage to the arm. The issue resolved and the patient's skin color returned to normal. The event occurred at 1700. The customer indicated as of now there is no permanent damage.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: device eval by manufacturer? Annex b: b21, annex c: c21, annex d: d16. Additional information: annex a: a25, annex g: g07001, annex b: b01, b14, annex c: c19, annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the issue of device not alarming could not be confirmed through review of the logs and was not replicated during device testing. Laboratory test results performed on the source device confirmed the pump module was operating as intended. The pump module s/n (B)(6) was attached to the returned pcu, it was powered on attached on (B)(6) 2025 at 04:26 pm and was assigned channel a. The profile in use was ¿adult¿. At 04:38 pm, channel ¿a¿ was selected and programmed an infusion of ¿isolyte ¿ s (ph7.4)¿ with a rate of 999ml/h and a volume to be infused (vtbi) of 980ml. Infusion started and recorded a primary volume infused (pvi)= 0ml. At 05:07 pm, pump module alarmed for ¿occlusion patient side¿. Pump was restarted and was immediately paused and followed by a shut down. Pump module recorded a total volume infused of 487.709ml. An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported event. All inspected parts were manufactured by bd. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for investigation. Per the bd alaris¿ system with guardrails user manual (v12.3.1) states the optimal occlusion alarm limit setting achieves a balance between the risk of false alarms and timely response to occlusions. To avoid interruptions in therapy, the limit should be set at a value higher than the expected actual working pressure, which will allow normal events such as patient movement and titrations to occur without alarms. Additionally, ensure that the fluid path is free of kinks or obstruction and all clamps are open. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of device not alarming was not identified. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be working within specification. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an incident of extravasation during infusion of a fluid bolus of isolyte. The isolyte was intended to infuse at a rate of 999ml/hour with a total volume to be infused of 1000ml. After approximately 30 minutes, the device alarmed for a patient side occlusion. The clinician observed that the fluid had infiltrated into the patient's forearm. The clinician noted the patient skin was tight and blanched and the hand showed purple coloration. The clinician applied a compression bandage to the arm. The issue resolved and the patient's skin color returned to normal. The event occurred at 1700. The customer indicated as of now there is no permanent damage.